Event description:
Noted upon routine device follow-up, the ventricular lead demonstrated an impedance of greater than 3000 ohms and ventricular pacing thresholds were markedly higher than historical values. The lead is scheduled to be revised. On (B)(6) 2012 ¿ all available info suggests this device remains implanted.